Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up computed tomography (CT) showed an unknown endoleak or a potential type 3b endoleak from a crown separation. The patient has not had or been scheduled for a secondary intervention at this time. The patient is reported to be in stable condition.